Event description:
The pump was returned to the MFR. The return paperwork indicated "pump at end of service life." The pump was used to deliver morphine sulfate. The pump underwent routine analysis.

Manufacturer narrative:
Analysis of the pump revealed s2 corrosion or s2 corrosion with mechanical wear; residue and shaft wear on rotor lower shaft.